Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported bd maxzero¿ needleless connector was occluded. The following information was provided by the initial reporter: "...product causes blood backflow issues..."

Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. The customer complaint that the max zero product causes blood backflow issues when paired with the diffusics could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model mz1000-07 because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported bd maxzero¿ needleless connector was occluded. The following information was provided by the initial reporter: "...product causes blood backflow issues..."